Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6), alleging that the subject meter reading obtained was ¿97 mg/dl¿ compared to a reading of ¿56 mg/dl¿ which was obtained on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with a combination of medication, which includes metformin and novolog, and that she injected her normal dose of insulin. The patient reported that two hours after the meter issue began, she developed symptoms of ¿dizzy, feels she is crashing¿, she associated the symptoms with hypoglycemia. The patient reported that she self-treated the symptoms by eating some candy and drinking some orange juice. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date, and the test strip vial was not cracked or broken. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.